Manufacturer narrative:
B5: upon follow up it was reported the cause of peritonitis was unknown. The patient was treated with vancomycin injection (1g, ongoing) and amikacin injection (125mg, ongoing) and has recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause, treatment, hospitalization, patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.